Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not turn on with a new battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated and the issue was able to be verified and duplicated. It was determined that the cause of the issue was failed/ faulty battery. The battery was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device does not turn on with a new battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.